Event description:
The device was explanted, due to premature battery depletion.

Manufacturer narrative:
Communication could not be established with the device. Programmer printouts show that the device reached end of service (eos) in 2008. The battery was returned to the supplier; no anomalies were detected. The device was connected to an external power supply. The device current drain measured normal. Temperature cycling also found normal current drain measurements. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun